Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process. After the reset, the error did not reappear, and the caller successfully started their sensor session.